Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis and is doing in-center hemodialysis for renal replacement needs. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew yeast. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (dose unknown) and oral anti-fungal therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. On (B)(6) 2025, the patient was discharged from the hospital and is recovering from the event, per the nurse. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse stated the peritonitis may have been due to a breach in infection control. The nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. Per the nurse, the patient will receive re-teaching to ensure the patient is following proper procedure.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis and is doing in-center hemodialysis for renal replacement needs. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew yeast. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (dose unknown) and oral anti-fungal therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. On (B)(6) 2025, the patient was discharged from the hospital and is recovering from the event, per the nurse. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse stated the peritonitis may have been due to a breach in infection control. The nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. Per the nurse, the patient will receive re-teaching to ensure the patient is following proper procedure.